Event description:
After angioseal deployment the site re-bled/leaked. When a continuing care level (ccl) staff member noted the immediate re-bleed (approximately 3 cc estimated blood loss) she immediately held pressure to the site for 20 minutes. A d-stat was applied. The patient was taken to the or early morning, the groin site checked three hours later. The puncture site and surrounding area is soft, no blood on the 4x4 used with the d-stat. The patient is still in or at this time, four hours after incident. A product failure report was completed for this angioseal and the box of angioseals with this lot number was taken to warren blanchard in materials management with the product failure reports.